Event description:
Healthcare professional reported "swollen lymphnodes in the axilla", "rupture", "suspected tumor on the outer part of the breast", "rupture with silicone leakage", "single cysts" and "axilla has siliconomas (1,8cm) that could have brought to the suspect of a breast tumor". This record is for left side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Cont. E.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and an opening through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "swollen lymphnodes in the axilla", "rupture", "suspected tumor on the outer part of the breast", "rupture with silicone leakage", "single cysts" and "axilla has siliconomas (1,8cm) that could have brought to the suspect of a breast tumor". This record is for left side. Device was explanted and replaced with another manufacturer¿s device.